Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed it was not device related. The patient underwent an explant procedure of the ipg. No further information will be provided to bsn.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.